Event description:
The patient reportedly experienced a loss of lock between his external equipment and implant. Impedance measurements were out of range. Surgery to explant the patient's device will be scheduled.